Event description:
It was reported that when using the bd pyxis¿ medbank tower, user was unable to issue medication (potassium micro cr tab 10 meq) following a short power outage at the facility. The cabinet was off and did not turn on. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the device all in one (aio) was turned off. A technical support specialist (tss) instructed the customer on how to turn on all in one using power switch to resolve the issue. The system functioned as intended after the technical support specialist assisted customer to resolve the issue.